Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced excessive low blood glucose. Customer's blood glucose was 58 mg/dl, which was treated with food. Customer was at the doctor's office getting basal rates changed due to constant low blood glucose. Customer called back stating that after basal rate adjustment, blood glucose remained low. Customer's blood glucose was 46 mg/dl. Customer stopped using insulin pump and requested insulin pump replacement.